Event description:
Catheter failed during hepatic artery embolization. Approx 12 cm of the catheter remains in the pt, (the fracture having occurred in the clear portion of the catheter). A 60 mm wire remains undeployed. Upon follow-up visit today, aneurysm is clotted and heapatic artery remains patent. Pt shows no ill effects at this time.